Event description:
We have been informed that the flowtron universal pump was causing a 60mhz interference with a ge EKG machine. The pump was sent back to service centre for evaluation. Reference MFR report # 3005619970-2014-00002.